Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump delivered too large of a bolus without user input. Tandem technical support reviewed pump settings and verified that the bolus delivered was accurate. Customer maintained belief that pump delivered 10 units of insulin that had not been entered by customer. Recommendation was made to upload pump logs for tandem technical support to review. Customer¿s blood glucose ranged between 91-130 mg/dl. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.

Manufacturer narrative:
Additional information was received from the customer on (B)(6) 2019. Customer called back regarding the alleged issue of the pump delivering 10 unit bolus. Review of the pump data logs by tandem technical support verified that multiple 10 unit boluses were entered and delivered by the customer. Additionally, the customer overrode the bolus amount and the recommended correction was declined by the customer. Upon relaying this information to customer, customer acknowledged and understood information.